Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error while trying to change their sets. The patient's blood glucose level was unknown at the time of the call. The customer stated that the escape button does not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with unresponsive buttons due to unlocked keypad connector on lcd board. No button error alarm was noted during testing. The insulin pump had cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.